Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the pump fingers were worn which was not allowing the pump to deliver at the correct pressure. The pump was repaired and returned to the customer.

Event description:
The initial reporter reported that the pump failed the 40 psi test, which is used to check for potential free flow during testing. The initial reporter did indicate that this occurred during testing, and therefore, did not affect a patient. (B)(4)